Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the lcd display was broken and that a spot of ink was visible. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to a cracked and bleeding lcd glass. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay and a cracked select button keypad overlay.